Event description:
Pt had prosthesis implanted on 3/11/93. He was told to wait for 6 weeks after the operation before having sexual relations; he said he waited 8 weeks. He said that after the second time he had intercourse with his wife he woke up the next morning and found "blood all over everything, the bed sheets, towels, and etc." Pt had ejaculated blood instead of sperm. A dr told him that he could make an incision in the pubic area and tie the blood vessel. Pt then sought a third opinion from a dr who on 12/7/93, performed "fulguration of ejaculatory ducts" and sent consumer a letter afterwards stating that he saw no other obvious pathology. (Note: pt has had prostate cancer but is currently in remission.) Dr told pt that he would not have full capacity of enjoyment during sex after the fulguration procedure. Pt does not currently have complete sensation; however, he has not experienced blood in the semen. Pt has not had the implant explanted. Pt feels that he would have more problems if that was done. Consumer also reported that he saw an article in the newspaper which reported this device as not one which has been approved by FDA as safe and effective.